Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial lead had dislodged. It was reported that they patient had twiddler's syndrome which resulted in the dislodgement. An invasive procedure was performed to reposition the lead, however attempts to reposition the lead were unsuccessful. The lead was explanted and successfully replaced.